Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2020-01094. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" "exchange due to concern with the product". Patient additionally reported "generally feeling unwell"; this event is not related to the device. Patient representative reported "plaintiff was implanted with biocell devices, which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, negligence, and consumer fraud. Patient has not been diagnosed with bia-alcl". This record is for the left side. Device was explanted.